Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A previous investigation was conducted for a like problem. The root cause has been traced to a change in ingredient in the supplier's detex dot manufacturing process. Introduction of a new ingredient and changing the drying process post application of dye onto label have since corrected the issue. The current reported complaint product code/lot number was manufactured prior to the supplier change of their process. Monitor through trend analysis. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.

Event description:
The sterile dot bled through the inner packaging of the device causing a twenty minute delay to surgery, as the sales rep phoned to make sure product was safe to use.